Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the cause of no image was that the communication of the scope and the processor was broken by the breakdown of the cable unit. The cause of the failure could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered the cable was damaged/ cut. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus that while preparing for use, the image was not transferring from the 4k camera head to the monitor. The camera was not able to be used. The procedure was completed using another device. There were no reports of patient harm associated with this event.